Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they didnt have parkinson's disease, but essential tremor from a stroke 12 years ago that gave them tremors in their right arm. It was noted that this was their 4th implant because the last 3 deep brain stimulation (dbs) implants gave them an infection so hopefully 4th times a charm. The patient's indication for use was essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.